Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The patient effect of perforation is listed in the prostyle instructions for use as a potential complication associated with the use of vessel closure devices. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle device using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a suture break occurred with both devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f and the tavi procedure was completed. While attempting to close, an arterial pulsation was noticed (bleeding was not more than expected in this situation). A clinically significant delay in the procedure was reported as a rupture was noticed in the right common femoral. The cause of the rupture is unknown. A non-abbott guide wire was used to deploy a non-abbott covered stent to stabilize the rupture, this took about 1 hour and a half and was successful with no effects to the patient. The decision was made not to use a third prostyle device and placed an 8f non-abbott closing device. Hemostasis was achieved with the pre-placed prostyle sutures and the non-abbott device. There was no reported adverse patient sequela. No additional information was provided.